Manufacturer narrative:
(B)(4). This report was already late when it was received.

Event description:
Received information reporting that a patient was experiencing an uncomfortable sensation in her chest region secondary to a spinal stimulator lead breakage. The medtronic representative did reprogram the device leads. The outcome of the reprogramming is not known at this time. Additional information has been requested and if received, a follow up report will be sent.